Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a baxter employed nurse from (B)(6) of did not wear a mask and peritonitis coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient started treatment with dianeal pd2 ultrabag (dose and frequency not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unknown date, a break in aseptic technique occurred, described as the "did not wear a mask." On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was a break in aseptic technique. On (B)(6) 2011, the patient began remedial therapy with vancomycin (1gm, loading dose, ip), reflin (1gm, daily, ip), orzid (1gm, daily, ip), amikacin (100mg, daily, ip) and heparin (1000 units, tid, ip). Dianeal therapy was ongoing. It was not reported whether the patient was retrained; therefore the outcome for the event of break in aseptic technique was unknown. The peritonitis was resolving. The reporter believed that the event of peritonitis was not related to the dianeal therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.